Event description:
It was reported that the patient had diagnostic carotid and renal in the right femoral artery in 2009. Manual compression was applied. A month later, the patient returned to the hospital for a stage carotid stent placement procedure in the right femoral artery. No angiogram was performed. At the end of the procedure, the 8f angio-seal vip was used. Five months later, the patient had an aortigram and femoral artery run off in the left femoral artery, which revealed a stenosis in the right femoral artery. Thirteen days later, the patient had a endarterectomy pericardial patch angioplasty in the right femoral artery. The patient has recovered. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.